Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 515 mg/dl. The customer had symptoms such as stomach aches and moderate ketones and treated with bolus and manual injection with syringe. Customer's blood glucose value was 230 mg/dl at the time of the call. Customer reported that the high blood glucose levels began (B)(6) 2017. Troubleshooting was performed. The customer reported one bubble in the tubing. The customer reported the cannula to appear straight. The product was not returned for analysis.